Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient was implanted on an unknown date with a patient specific implant, a plate. The patient developed an infection and was returned for hardware removal, dates unknown. No further information is available. This is 1 of 3 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.